Event description:
It has been reported to philips that the allura system failed to boot up. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. The fse have done functional analysis and checked the m cabinet with power tray. The fse confirmed that the problem is caused by power tray defect. To resolve the reported issue, the fse replaced the power tray and tested the system. After replacement of the power tray , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.